Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, rewind, unexpected failed battery test alarm or weak battery alarm noted. The insulin pump was received with stripped battery cap coins lot, minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer wife's reported via phone call that the customer's battery cap was stripped and that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 164 mg/dl. The failed battery test occurred after a low battery alert; the customer was unable to remove the stripped battery cap and that lead to the failed battery test alarm. The caller got the battery cap removed and the battery tube threads were stripped; a new battery cap will not correct the issue. The insulin pump was returned and replaced.